Event description:
Reportedly, the stapler was fired several times without a problem before it was placed around the lobe and fired. At that point, the instrument's jaws bent and staples were not placed on the lobe tissue resulting in some blood loss. No pt injuries reported. Procedure: lobectomy.